Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported the lead was to be repositioned due to threshold issues. Attempts to reposition the lead were not successful. The lead was removed and replaced. No patient complications have been reported as a result of this event.